Event description:
Litigation papers allege patient suffered injuries that are ongoing and continuing in nature; excessive levels of cobalt and chromium. **update** - 10/19/2012 - patients preliminary disclosure received, which included operative report of primary surgery. Primary surgery operative report states there was an intraoperative proximal femoral and greater trochanteric fracture.

Manufacturer narrative:
Manufacturer registration #: (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).